Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1rk 456087p/b200849p for evaluation. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Some samples were filled and centrifuge for 10min at 1800g. All samples gel barrier functioned correctly, forming a consistent and even barrier. No deviations could be observed in the samples. The complaint could not be duplicated.

Event description:
Customer states tubes have noticeable particles. Tubes had particles floating [in the plasma] and stuck on the side of the tube. Another tube had noticeable veining in the gel tube with non clear plasma. Customer provided photos. Photos of samples from 10/22/20-approximately only 1 ml of whole blood drawn in tube due to hard stick on patient. Sample was respun prior to initial testing. Stat spin express 4 - horizontal centrifuge model m510. 4000 rcf for 3 minutes. Customer advises of troponin I test results that did not repeat comparable. The initial sample resulted as 0.8. The patient had a follow up troponin recollected and resulted as <0.01. The customer then repeated testing of the initial sample [that resulted 0.8 initially] and the rerun resulted as <0.01. Initial sample initial test results at 10:25 and initial sample rerun at 13:35 [3 hours 10 minutes between testing]. The customer reran 4 other positive troponin I samples with comparable results; initial 1.37 and rerun 1.32, initial 0.11 and rerun 0.15, initial 0.13 and rerun 0.11, initial 0.44 and rerun 0.39. One of occurrence at this time. The tube was 80% full. Analyzer is abbott architect i2000sr. Stat spin express 4 - horizontal centrifuge model m510 4000 rcf for 3 minutes.